Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was received for evaluation. No defect was observed during visual inspection. Functional leak test was subsequently performed by filling the unit with green color water. During fill, leakage was observed on the multi rate control module. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured between october 1, 2013 ¿ october 2, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was determined to be due to an inadequate weld between the lower cover and the housing of the multirate control module. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was filled with 336 ml of 5fu dissolved in nacl. The infusor was attached to the patients waist. Seven days after infusion was started the leak was identified. It was noted that the patient was exposed to the medication. There was no patient injury, medical intervention or adverse event associated with this event. Evaluation information: a CAPA has been opened for this issue. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that leak was observed from the rate adjustment tool of a large volume multi rate infusor during infusion of fluorouracil (non-baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.